Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an echocardiogram (echo) was suspicious for inadequate left ventricular unloading. A computed tomography angiography (cta) was performed to rule out extrinsic outflow graft obstruction (eogo) and was found to have a "nonocclusive filling defect in the left ventricular assist device (lvad) outflow track closest to the left ventricular apex, which could relate to bio debris versus nonocclusive thrombus". No low flow alarms or significant speed drops were noted. The patient's lactate dehydrogenase (ldh) was 2500 units/liter the day prior and was down trending.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were provided, and the patient remains ongoing on lvad support. The submitted controller event log file contained events from 25dec2024 through 12jan2025, per the timestamps. The pump appeared to function as intended throughout the duration of the log file with no notable drops in flow. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.